Event description:
It was reported that a patient underwent a colostomy on (B)(6) 2013 and suture was used. When dispensing the device, the suture broke. A like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. In the visual inspection of the thread fragments, grasp marks were identified. It was also found that the ends of the thread were cut. The event was by cutting with a surgical instrument. Another point observed was that some thread ends showed deformations that are characteristics of rupture caused by heat.